Event description:
During an attempted retrieval, the filter was found to be tilted 15 degrees and the apex of the filter penetrated the cava. One arm was outside the cava wall. No extravasation was noted. The pt is asymptomatic. The filter was not able to be removed. The filter was placed between l1 and l2. It is now located above the pedicle of l2 and has moved caudally approx 2.5 cm.